Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available it will be submitted on a supplemental report.

Event description:
The surgeon pushed the hook out by mistake before the pin was inserted. Therefore, the surgeon pulled back the hook and inserted the same pin again. After surgery, when the surgeon had confirmed x-ray, it was found for the hook to curve oppositely and to be pushed out.